Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Received via medwatch report number (B)(4).

Event description:
It was reported that a spectrum iq pump was running fentanyl. It was stated, 'a new bottle had been hung at 1820 on prior shift. This registered nurse (rn) checked the bottle at 0130 and it had been full. There had been no upstream or downstream occlusion alarm from the pump to alarm staff the patient as not getting the fentanyl infusion. The IV line was checked for kinks and none were notable'. The fentanyl was being infused at 4.8ml/hour continuous. The event happened during patient infusion of fentanyl at the intensive care unit (ICU). There was an unspecified adverse event with no additional information provided. It is unknown if there was medical intervention associated with this event. No additional information is available.